Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent resume pump alarms occurred. Reportedly, the customer did not stop insulin delivery, and did not receive alerts to resume insulin. Additionally, it was reported that the basal iq software did not resume insulin after insulin suspended as intended. Tandem technical support (cts) verified in the pump logs that the basal iq software functioned as intended, however, customer maintained that the pump did not function as intended and declined further troubleshooting with cts. Customer's blood glucose level ranged from 250 mg/dl to 400 mg/dl.